Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed. In a preliminary investigation performed by the hospital staff, they tested the batteries, using the multi-chemistry charger (mcc). The hospital had 3 batteries. One of the batteries caused the red led status lamp to light up in the mcc. The other two batteries did not cause the led to illuminate, indicating no power to the batteries. It is known that only two batteries were used during the event reported. One confirmed to be s/n (B)(4). The devices were sent to zoll (B)(4), who performed a preliminary investigation of the autopulse and the archive data. Visual inspection of the autopulse found no physical damage. During the archive data review, user advisory 18 (max take-up revolutions exceeded) displayed on (B)(6) 2016, thus confirming the reported complaint. No load change was detected at the load plate, indicating no patient present or patient was too small. The archive data showed that after the two events occurred the autopulse operated normally for 14 minutes and 55 seconds. At this time the autopulse power shut down due to an error "under voltage (less than 18 volts) caused by li-ion battery s/n (B)(4). Further investigation of the devices will be performed by zoll, (B)(4). The death was not related to the autopulse device. Bystander CPR and a combination of intermittent mechanical and manual CPR were performed. The autopulse is used as an adjunct procedure to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse does not compress or unexpectedly stops compressions, rescuer shall revert to manual CPR. The transition from mechanical compression to manual CPR can be performed quickly, the short interruption is similar to the time necessary for rescuer rotation. Therefore, a combination of intermittent usage of autopulse and manual CPR presents the same workflow as manual CPR in which rescuers are rotated, and can achieve intended use for resuscitation.

Event description:
It was reported that during patient use the autopulse platform (s/n (B)(4)) stopped compressions. The ems crew responded to a call for a patient who suffered a cardio-pulmonary standstill. During the transportation of the patient to the hospital the ems crew performed manual CPR. Once they arrived at the hospital (after 15 minutes), the hospital crew transferred the patient to the autopulse platform and immediately started compressions. While the autopulse was performing compressions the device indicated the battery was fully charged. After approximately 15 minutes the autopulse platform (s/n (B)(4)) stopped compressions. The hospital staff exchanged the battery to another known good battery, however the autopulse would not restart. The hospital staff aborted the autopulse platform and transferred the patient to the "lucas" CPR device. The patient was male and in his 60's with a medium build. The patient had a pre-existing condition of myocardial infarction. According to the hospital staff the patient never achieved rosc (return of spontaneous circulation). The patient expired. The physician stated "there is no causal relation between the patient's death and the device." Reference: MFR 3010617000-2016-00537 (autopulse platform s/n (B)(4)), MFR 3010617000-2016-00538 (li-ion battery s/n (B)(4))

Manufacturer narrative:
The li-ion battery (s/n (B)(4)) was returned to zoll on 08/04/2016 for investigation. During the visual inspection no physical damage was noted upon receipt. The archive data was corrupted and could not be downloaded for review. During functional testing in a known good multi-chemistry charger the battery failed indicated by red led flashing lights. The battery could not be charged. In summary, the reported complaint of the device of compressions stopped, was confirmed during the archive review of the autopulse, which also indicated that the cause of the autopulse stopping was due to this defective li-ion battery s/n (B)(4). The battery failure was also confirmed during functional testing of the battery. The li-ion battery s/n (B)(4) was manufactured on 10/05/2015. Reference: MFR 3010617000-2016-00537 (autopulse platform s/n (B)(4)), MFR 3010617000-2016-00538 (li-ion battery s/n (B)(4)).